Manufacturer narrative:
Product analysis: analysis was able to confirm the customer complaint that the output connectors were broken, however analysis also identified that the hanger was broken, the battery drawer was sticking and three screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a broken connector on the external pulse generator (epg). The external pulse generator (epg) is expected to be returned for service however its status remains unknown. There was no patient involvement. It was further reported that the plastic of the atrial and ventricular dials was cracked. The epg was returned for analysis.